Manufacturer narrative:
An event of mild central mitral valve regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, to see if there were any valve abnormalities could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including functional testing prior to release form abbott. Based on the information associated with this complaint, the exact cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on an unknown date, a 33mm epic mitral valve was implanted in the patient. On an unknown date, mitral stenosis/mitral regurgitation, mixed dysfunction and apparent foreign body on the valve prosthesis were noted. On (B)(6)2024, the valve was explanted and n 31mm non-abbott valve was implanted.